Event description:
Air was detected in a centrifugal pumphead (non-roller type) after the extracorporeal circuit was primed. The device was changed out prior to the pt undergoing bypass surgery. After a replacement, pumphead was positioned within the bypass circuit, the surgery was completed without further incident- and without injury or harm to the pt. The event occured during primping of the circuit- before the pt underwent surgery.